Event description:
It was later reported that the ins battery died on (B)(6) 2012. The hcp was not able to replace the ins so the patient saw another hcp on (B)(6) 2013. It was noted that the patient had seen a manufacturer representative in (B)(6) 2013 at the previous hcp's office to confirm the ins was dead, but the patient was never given a report that stated that, which the new hcp required for insurance purposes. The patient had another appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3888-33, lot # j0519442v, implanted: (B)(6) 2005, product type lead; product ID 3550-09, serial # (B)(4), implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that a patient's stimulator was "not working" and it was a possibility that the battery needed to be replaced. The patient was going to see her doctor the following day. Two weeks later, it was reported that the patient was still having concerns with her device or therapy, but was working with her doctor or medtronic representative. The patient stated that they were waiting to hear from the doctor's office to get an appointment with a medtronic representative there. No further information was provided.